Event description:
It was reported from a physician that a pt was not feeling as if the vns system was working. The physician also reported that high lead impedance was recorded (specific results not provided). Good faith attempts to obtain add'l info regarding the unperceived stimulation and the high lead impedance have been unsuccessful to date.